Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to an extensive driveline infection that led to sepsis. This was not considered device or therapy related. An autopsy was not performed. The device was not explanted. The patient died from disseminated methicillin-susceptible staphylococcus aureus (mssa) (blood, urine, driveline site, pacemaker, and toe) after a failed toe amputation. The patient had no driveline symptoms prior to this. It was assumed that the disseminated mssa contaminated the driveline. Cultures were obtained after presentation with sepsis on (B)(6) 2024 and it was mssa. This was treated with multiple intravenous (IV) and oral antibiotics: rifampin, cefazolin, zosyn (piperacillin/tazobactam), vancomycin.